Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.

Event description:
On (B)(6) 2011 at 07:37am, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter did not power on. On (B)(4) 2011, this medical surveillance specialist (mss) contacted the patient by phone for additional information. The patient reported that the alleged product issue began on (B)(6) 2011 at 07:00am. The patient reported that when testing with her meter, the meter would not power on. The patient stated she manages her diabetes with insulin (self adjust). The patient stated that when the meter did not power on, she was not able to test so did not take any insulin. The patient reported that on (B)(6) 2011 at 10:00am she became 'extremely thirsty' the patient reported that she was driven to the ER. Ems obtained a blood glucose result of '577mg/ml' on an unknown ems meter and administered IV fluids and insulin (unknown type and amount). The patient further stated that no further treatment was required and that he felt better afterwards. At the time of troubleshooting with a customer care advocate (cca), it was noted that the issue could not be resolved with troubleshooting and that no misuse was noted. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.